Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating capture threshold in the rv (right ventricle) was rising. There was oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv capture threshold has been greater than 2.5 volts since (B)(6) 2015. Sics went up to 461 (within 137 days). There was no evidence of oversensing observed during nonsustained ventricular tachycardia (vt) episodes during (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had rising thresholds with elevated sensing integrity counters (sic). The lead remains in use. No patient complications have been reported as a result of this event.